Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective and similar complaint history could not be conducted because the lot number was not provided. Preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to reported suture that was caught underneath a sheath from another access site during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein after an electrophysiology ablation interventional procedure using a small bore sheath. Reportedly, during deployment of a prostyle device, the suture got caught underneath a sheath from another access site. The sheath was removed without issue and the prostyle suture was confirmed to still be in place, and successfully used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.